Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Upon revision, metallosis was found. Update (B)(6) 2014 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed metallosis. No lab results were given for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the cup was noted to be too vertical and metal debris was noted. The cup is being added to the complaint.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 3/17/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, discomfort, loosening, rash, and trouble walking and standing for long amounts of time. There was no loosening of any components mention in the revision surgical report. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 6, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 4/8/16- (B)(4) and medical records received. Pfs and medical records reviewed for MDR reportability. Revision surgical note dated (B)(6) 2016 reported pain from a grossly loose femoral stem that was revised. Stem has already been reported, dor updated, harms updated. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 28, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.